Event description:
It was reported that during a surgical procedure, the drill operated when the trigger was not activated. Backup equipment was used to complete the procedure, without causing a delay. There was no pt or user injury reported and no other adverse consequences alleged with this event.

Manufacturer narrative:
The hand piece was received by the MFR and the complaint was confirmed. Internal components were evaluated which revealed the motor and rotor assemblies were worn. This condition can contribute to the device activating when the trigger is not engaged.